Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Complainant's event is typically caused from excessive insertion force (as opposed to twisting the insertion spear) being applied during the operation of the device, not allowing the trailing suture to remain free and unobstructed during implant insertion and /or over-tensioning of the suture. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an acl with meniscal repair, the first implant was inserted without incident. When the second trocar penetrated the meniscus, the implant split in half. The 1st implant remained in the extracapsular space and was not retrieved, however the sutures were removed. Case was completed using three more cinches with a different lot number and they worked as intended. Pt is fine to date no further issues have been reported.